Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: m354784 was provided, however, this is not a manufactured lot #. Medical device expiration date: unknown. (B)(6) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that leakage occurred during use with an unspecified bd needle. The following information was provided by the initial reporter: it was reported there was leaking from the needle. Description of issue: customer reported leaking from the needle. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Item number. Product lot number: m354784. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.

Event description:
It was reported that leakage occurred during use with an unspecified bd needle. The following information was provided by the initial reporter: it was reported there was leaking from the needle. 1. Description of issue: customer reported leaking from the needle. 2. Number of occurrences: 1 3. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. 4. Item number 5. Product lot number: m354784 6. For bd product only, are samples available for investigation? O yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes 7. Did issue cause any injury? If yes, what type of injury? No 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No

Manufacturer narrative:
H.6. Investigation summary one sample was received. It is a 3ml syringe 309657 connected to a needle assembly 305110. They were visually inspected finding no defects or any damage. Then the syringe was filled with saline solution. A saline leak was noticed between the syringe and the needle assembly. The needle assembly was then tightened, and the leak stopped. After that the 3ml of saline solution was expelled by pressing down the plunger rod-rubber stopper getting no leakage. The needle assembly was not fully screwed to the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.